Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a failed battery test, was exposed to moisture, battery cap contact missing/damaged. The customer reported no adverse event. The event involved product(s) mmt-1715kr. The customer reported receiving battery failed alarm. The customer reported that the battery cap contacts are damaged. Advised customer that batt cap will be replaced. No harm requiring medical intervention was reported. Mmt-1715kr was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, sleep current test, and active current test. The pump failed the self test due to absence of vibration. Test p-cap locked properly into the reservoir compartment. No failed battery test alarms were noted during testing. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump alarmed a low battery alert on the event date of (B)(6) 2024 at 13:47:00.000 and was unexpected. Pump alarmed 3 failed battery test alarms on the event date of (B)(6) 2024 at 16:28:45.000 to 18:26:13.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and vibrating motor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery cap contact missing, scratched case, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Failed battery test was not confirmed during testing. Exposed to moisture was confirmed found on the vibrating motor, electronic assembly, and battery tube. Battery cap contact missing was confirmed during testing. Unexpected battery power loss was confirmed in the pump history files and traces due to moisture damage on the electronic assembly and battery tube. Absence of vibration was confirmed during testing due to moisture damage on the vibrating motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.